Event description:
It was reported the patient's blood glucose level rose to 21.3 mmol/l (383.4 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly leaking insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received with the needle mechanism deployed, though the soft cannula was not visible in the bottom housing window. Inspection of the fluid path found the exposed portion of the soft cannula to be torn off at the tip of the formed needle. The exact timing and cause of the soft cannula damage could not be determined. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be determined if a leak was present in the exposed soft cannula or if the torn off soft cannula contributed to the reported event. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.